Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during setup, the s3 bubble detector was alarming when no bubbles were visible. There was no patient involvement. The bubble detector has been shipped to sorin group deutschland for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, during setup, the s3 bubble detector was alarming when no bubbles were visible. There was no patient involvement.